Manufacturer narrative:
Health effect: clinical code (B)(4): no code available (striae). An application support manager (asm) visited the site and optimized settings and provided surgery support. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that patient had bilateral lasik procedure and presented at 1 day post-op with spectacle corrected visual acuity (scva) of 20/20 with mild ghosting on right eye (od) which was attributed to dry eye and 20/50 left eye (os) since surgery. Left eye mrx: -0.50 + 1.25 x 050, 20/20 with blurry vision. Patient stated vision is like looking through a cloud or tissue paper os. There were trace, peripheral microfolds which was smoothed at the slit lamp with no interface debris or diffuse lamellar keratitis (dlk).